Event description:
A malfunction alarm was reported with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information by technical support and assisted with the reset process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue arises again.